Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional information was provided. Follow-up findings: pfn was sent to allergan with device. Event description states: "port explant with possible leak." Replaced with port. Follow-up findings: surgical mesh was attached to bottom of port with sutures.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."